Event description:
Left knee was bone on bone [bone disorder]. Right knee was half bone on bone [bone disorder] . Pain in left knee [aching (l) knee] . Had to drain 78 cc of fluid of his knee [effusion (l) knee] . Pain in this right knee as well [aching (r) knee] . Case narrative: initial information received on 09-jul-2019 regarding an unsolicited valid serious case received from health authorities of united states from non-health care professional under reference mw508785. This case involves an unknown age male patient who experienced left knee was bone on bone, right knee was half bone on bone (latency: unknown), pain in left knee, pain in this right knee as well (latency: unknown) and had to drain 78 cc of fluid of his knee (latency: unknown), with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history included shoulder replacement surgery and neck surgery. The patient's past medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate (dose, frequency, indication, batch: unknown). On an unknown date the patient experienced left knee was bone on bone (latency: unknown), and pain in left knee (latency: unknown). The patient reported that he had been receiving cortisone injections every three months and last time had to drain 78 cc of fluid of his knee (latency: unknown). The patient required intervention (cortisone injections) for these events and was hospitalized too. Patient's right knee was half bone on bone and had pain in right knee as well. His doctor said he would need to replace both his knees, but the patient would not be eligible currently as he had undergone a shoulder replacement in jan (unspecified). Hence, doctor was holding off the knee surgeries. Final diagnosis was had to drain 78 cc of fluid of his knee, left knee was bone on bone, right knee was half bone on bone and pain in left knee, pain in this right knee as well. Action taken: unknown for all the events. Corrective treatment: cortisone injections for left knee was bone on bone and pain in left knee; not reported for rest of events outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated on (B)(6) 2019 for synvisc with global ptc number: (B)(4). The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Additional information was received on 25-jul-2019. Global ptc number and results were added. Text was amended accordingly.

Event description:
Left knee was bone on bone [bone disorder], right knee was half bone on bone [bone disorder], pain in left knee [aching (l) knee], had to drain 78 cc of fluid of his knee [effusion (l) knee], pain in this right knee as well [aching (r) knee]. Case narrative: initial information received on 09-jul-2019 regarding an unsolicited valid serious case received from health authorities of united states under reference (B)(4). This case involves an unknown age male patient who experienced left knee was bone on bone, right knee was half bone on bone (latency: unknown), pain in left knee, pain in this right knee as well (latency: unknown) and had to drain 78 cc of fluid of his knee (latency: unknown), with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history included shoulder replacement surgery and neck surgery. The patient's past medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate (dose, frequency, indication, batch: unknown). On an unknown date the patient experienced left knee was bone on bone (latency: unknown), and pain in left knee (latency: unknown). The patient reported that he had been receiving cortisone injections every three months and last time had to drain 78 cc of fluid of his knee (latency: unknown). The patient required intervention (cortisone injections) for these events and was hospitalized too. Patient's right knee was half bone on bone and had pain in right knee as well. His doctor said he would need to replace both his knees, but the patient would not be eligible currently as he had undergone a shoulder replacement in jan (unspecified). Hence, doctor was holding off the knee surgeries. Final diagnosis was had to drain 78 cc of fluid of his knee, left knee was bone on bone, right knee was half bone on bone and pain in left knee, pain in this right knee as well. Action taken: unknown for all the events. Corrective treatment: cortisone injections for left knee was bone on bone and pain in left knee; not reported for rest of events. Outcome: unknown for all events. A product technical complaint was initiated and result were pending for the same.